Manufacturer narrative:
Retainer ring = black on (B)(6) 2022, the customer alleged was hospitalized for high bg, missing retainer and insulin flow blocked alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. No missing retainer noted. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review in the pump history found no insulin flow blocked alarm on event date of (B)(6) 2021. However, on (B)(6) 2021, found one insulin flow blocked alarm in the pump history at 16:11:10 during a bolus delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No unexpected insulin flow blocked alarm during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification and the motor functioning properly. Customer alleged for insulin flow blocked alarm and missing retainer was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2022. Blood glucose reading was 73 mg/dl. The customer stated they became unresponsive from their low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin drip at the hospital. Troubleshooting for the customer¿s low blood glucose was declined. The customer¿s last blood glucose reading at hospital was 1200 mg/dl. Customer stated that they received reservoir had crack it was not able to lock. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
This case is for the (B)(6) 2022 high blood glucose event. Please see (B)(4) for the (B)(6) 2022 high blood glucose event under a different pump sn (B)(6) . There was no low blood glucose event. Customer reported being hospitalized for high blood glucose of 1200mg/dl on (B)(6) 2022 at 05:00. Customer was treated with insulin drip. Customer also reported insulin flow blocked alarm. During troubleshooting, 5u of insulin did not exit during fill cannula done the second time. Customer also mentioned the insulin pump did not have any retainer ring but the reservoir was able to lock in place when inserted into insulin pump. The insulin pump was used within 48 hours of reported high blood glucose event. It is unknown if auto mode was used at the time of the event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.